Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel. The actual device was not returned for evaluation.

Event description:
A us distributor contacted zoll to report that a patient experienced pain and discomfort from the placement of the lifevest on his back. The patient's nurse indicated that pain medication had to be provided due to the pain. Further information indicates that the patient had an injured back due to a previous accident, prior to being fit with the lifevest. The patient ended use due to the discomfort and pain.